Event description:
The lead was electively explanted. Device analysis reveals j retention wire fracture with protrusion through the outer polyurethane insulation. Explant method: intravascular, superior technique/tools: direct traction with locking stylet, sheath(s) pt experienced hypotension. No required invervention, pt fully recovered.